Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call off no power anomaly on the insulin pump. Customer's blood glucose level was about 140 mg/dl. Troubleshooting for off no power was performed. Customer advised this was the second occurrence of the off no power anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump had normal operating currents. No unexpected low battery out limit noted. No unexpected battery icon anomaly noted. The insulin pump passed self test and passed off no power test. The insulin pump was programmed with test minilimk and the glucose sensor simulator; the sensor feature working properly. However, the insulin pump was received with cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.